Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/17/2026, it was reported by the patient¿s mother that the patient was using an omnipod 5 insulin pump at the time of the event. Following a loss of consciousness event, a finger-stick blood glucose (bg fs) measurement was obtained and measured 413 mg/dl. At that time, the cgm continued to display ¿low¿ with no numeric value, as confirmed by the patient¿s mother, who stated that only a low alert was visible. It is unclear when the patient regain consciousness. Based on these findings, it was later suspected that the patient had entered a dka-risk state, likely due to prolonged hyperglycemia that was not recognized earlier because of false low cgm readings. Emergency services were not contacted, and the patient was not taken to the emergency department. The patient¿s mother followed previous instructions from the endocrinologist by administering insulin via pump, increasing oral fluid intake, and monitoring blood glucose levels hourly. Ketone management was continued at home, with high ketone levels reportedly improving over the following 2¿3 days. No ketone test results or additional bg values or other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.